Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a transmitter failed error occurred. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event. The root cause was determined to be a low transmitter battery that led to a transmitter failure.